Event description:
As reported, this 86 year old, 45 kg., female patient had a right tka on (B)(6) 2016. The patient presented to the hospital with infection. A bacterial pathogen was identified as e-coli. The patient was booked for surgery for a debridement, wash-out, and liner exchange on (B)(6) 2022. The cr slope + 9mm insert was removed. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The product is not returning as it was disposed of.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3)based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.